Manufacturer narrative:
H4: the manufacturing date for the potential lot# r21a30117 is 02/01/2021 and the manufacturing date for potential lot # r21b10042 is 02/11/2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: the lot was either r21a30117 or r21b10042. Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set leaked from the back of the filter. This was noticed during patient infusion with etoposide. Infusion was stopped and a new bag was made. There was no report of patient injury or medical intervention associated with this event. No additional information is available.